Event description:
As reported for this event by the customer, the image is pink when the device is angled. There is no reported harm to any patient.

Manufacturer narrative:
The device is returned but the device evaluation is not yet completed. As such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The olympus service center confirmed the customer's complaint and also found the device had deterioration and breakage of the adhesive. It was also noted to have deformation and breakage from physical stress to the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the cause of the pink image likely occurred from one of the following: a defect of the image sensor unit, a failure of the internal board of the video connector or the system caused the event. The specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to correct the become aware date of the initial MDR. The date rec¿d by MFR date in the initial MDR should be jan 25, 2022.